Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rupture of a knee attune impactor. Please find picture attached.

Manufacturer narrative:
(B)(4). No device was received for examination, although an image of the device was received and after evaluation of the photo the reported event could be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.